Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode recorded an untreated episode showing non-physiological artifacts on primary vector. The artifacts could be reproduced on alternate vector upon manipulation at the device header. Troubleshooting was performed on the sense b sensing. The technical services (ts) recommended to performed x rays. The x-ray did not reveal any abnormalities in the diagnosis by the radiology colleague. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Subsequently, therapy was turned off, and the system was explanted and replaced. Noisy signals were reproducible and a fracture on this electrode is suspected. The system is expected to be returned for analysis. No additional adverse patient effects were reported.